Event description:
It was reported that the patient underwent a replacement surgery with an ambicor penile prosthesis (app) due to it being undersized and not placed properly. During the procedure the app was explanted and a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.